Event description:
Same case as 2134265-2012-04354. It was reported that during a rotational atherectomy treatment procedure, a wire fracture occurred. The 90% de novo target lesion was located in the severely calcified and severely tortuous mid to left circumflex (lcx). The physician advanced the rotablator rotalink plus device to the lesion and performed nine ablations for 10 to 15 seconds each. During the 9th ablation run, the 330cm rotawire floppy guide wire detached in the left main trunk (lmt) to the aorta. One part of the fracture device was successfully removed from the patient using a non bsc balloon catheter and an unknown guide wire. However, the radiopaque section that remained in the vessel was snared. The procedure was completed with a different device. No further patient complications were reported and the patient status is listed as good.

Event description:
It was reported that during a rotational atherectomy treatment procedure, a wire fracture occurred. The 90% de novo target lesion was located in the severely calcified and severely tortuous mid to left circumflex (lcx). The physician advanced the rotablator rotalink plus device to the lesion and performed nine ablations for 10 to 15 seconds each. During the 9th ablation run, the 330cm rotawire floppy guide wire detached in the left main trunk (lmt) to the aorta. One part of the fracture device was successfully removed from the patient using a non bsc balloon catheter and an unknown guide wire. However the radiopaque section that remained in the vessel was snared. The procedure was completed with a different device. No further patient complications were reported and the patient status is listed as good.

Manufacturer narrative:
(B)(4).

Event description:
Same case as 2134265-2012-04354. It was reported that during a rotational atherectomy treatment procedure, a wire fracture occurred. The 90% de novo target lesion was located in the severely calcified and severely tortuous mid to left circumflex (lcx). The physician advanced the rotablator rotalink plus device to the lesion and performed nine ablations for 10 to 15 seconds each. During the 9th ablation run, the 330cm rotawire floppy guide wire detached in the left main trunk (lmt) to the aorta. One part of the fracture device was successfully removed from the patient using a non bsc balloon catheter and an unknown guide wire. However the radiopaque section that remained in the vessel was snared. The procedure was completed with a different device. No further patient complications were reported and the patient status is listed as good.

Manufacturer narrative:
Device evaluated by manufacturer: upon visual inspection of the returned device, it was observed that two segments of the device were returned, one is the distal end and presents kinks. The visual and tactile inspection of the device revealed the device was received in two segments, the spring tip and a portion of corewire. The spring tip is fractured in its proximal side and the portion of corewire was returned in its proximal and distal side. The portions fractured were sent to the (B)(4) lab for analysis. After (B)(4) lab results, the fracture on the spring tip occurred due to a bending overload and the failure in the segment of wire occurred due to a bending overload and due to a bending overload preceded by a wear reduction of the wire surface. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).